Event description:
It was reported that during removal of the device from the port body, the needlepoint could not be locked in the base and the base was detached. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asftf065 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached safety mechanism is confirmed; however, the exact cause is unknown. One 22 g x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed use residue on the returned sample. The safety mechanism of the device was returned completely detached from the needle shaft. The metal sleeve and the plastic collar of the safety mechanism were observed to be present and intact within the safety mechanism. The needle shaft was observed to be slightly bent at its base. A microscopic observation revealed some slight damage on the plastic collar of the safety mechanism. Some small longitudinal abrasions were observed on the needle shaft. The inner diameter of the metal sleeve was measured and was found to be within specification. While the exact cause of the detached safety mechanism could not be determined from the returned sample, possible causes include excessive force during withdrawal of the device and/or during activation of the safety mechanism. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that during removal of the device from the port body, the needlepoint could not be locked in the base and the base was detached. There was no reported patient injury.